Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted tool marks and an arc mark on the device case. Review of the stored memory confirmed a normal change time on (B)(6) 2020. Subsequently a power supply error and template lost occurred, then the device attempted to charge again and issued a long charge error which indicated a shock into a shorted lead occurred after the first charge. The impedance measured on (B)(6) 2020 was normal. An episode which occurred on (B)(6) 2020 indicated that the device started recording after the reset occurred and the measured impedance on (B)(6) 2020 had significantly changed, indicating damage to the device. Laboratory analysis of this device confirmed the reported clinical observation, and noted the device was damaged after delivering a shock though a shorted lead.

Event description:
It was reported that this device was closely followed due to a possible battery issue. The patient recently reported receiving two inappropriate shocks. Possible beeping tones were emitted from the device per the patient, and during a follow up a charge time alert appeared, as well as a non sustained event which looked like artifacts. A second interrogation of the device took place and no events were seen. The field representative could not go to the follow up screen, and manual configuration showed that the impedance measurements were out of range. A review of the device data by engineering noted that this devices hardware was malfunctioning and the device could no longer provide therapy. The device should be explanted and returned. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this device was closely followed due to a possible battery issue. The patient recently reported receiving two inappropriate shocks. Possible beeping tones were emitted from the device per the patient, and during a follow up a charge time alert appeared, as well as a non sustained event which looked like artifacts. A second interrogation of the device took place and no events were seen. The field representative could not go to the follow up screen, and manual configuration showed that the impedance measurements were out of range. A review of the device data by engineering noted that this devices hardware was malfunction and the device could no longer provide therapy. The device should be explanted and returned. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.